Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 1 mg for a total dose of 0.44001 mg/day, compounded bupivacaine 20 mg for a total dose of 8.80019 mg/day, and compounded baclofen 1000 mcg for a total dose of 440.00955 mcg/day via an implantable pump for complex regional pain syndrome type 2 and non-malignant pain. It was reported on (B)(6) 2018 the patient reported difficulty activating the personal therapy manager (ptm) and difficulty connecting the ptm to the pump. The hcp suspected the pump may have inverted. On (B)(6) 2018 examination revealed the pump had flipped (pump inversion) in the pocket. No action was taken in regards to the difficulty activating the ptm. On (B)(6) 2018 during a pump pocket revision, surgical observation revealed the pump had become dislodged from 4 suture loops. The pump was re-sutured. On (B)(6) 2018 the pump was repositioned and re-sutured. The outcome of the event (pump inversion and pump dislodged) resolved without sequelae on (B)(6) 2018. The outcome of the difficulty activating ptm resolved on (B)(6) 2019. The clinical diagnosis was pump inversion, other pump dislodged from sutures, and other difficulty activating ptm. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.